Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 23.5 mmol/l at the time of incident. Customer¿s other blood glucose level was came down to 9.6 mmol/l, 18.7 mmol/l and current blood glucose was 10.8 mmol/l. Customer was treated with food bolus and syringe. Customer also reported that the insulin pump had infusion flow block and bolus not delivered. Troubleshooting was declined for hyperglycemia. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.